Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and states the following: caution: federal (u.s.a.) Law restricts this device to sale or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities: 3cc balloon: use 5ml of sterile water 5 cc balloon: use 10ml of sterile water 30cc balloon: use 35ml of sterile water. Do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Hand and dispose of in accordance with local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100% silicone foley catheters. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, reseat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be take to assure that all balloon fragments have been removed form the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the critical care nurse in the online survey that successful drainage of urine was not achieved from use of this product all-silicone foley catheter, 2-way, standard length, 5cc balloon, 20 fr because of 3 way catheter inserted and irrigation commenced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the critical care nurse reported in the online survey that successful drainage of urine was not achieved from use of this product all-silicone foley catheter, 2-way, standard length, 5cc balloon, 20 fr because of 3 way catheter inserted and irrigation commenced.